Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient fell and had a seizure-like episode while using the spinal pak device. The patient has paused treatment. The patient stated her doctor told her to stop using the bone stimulator until they figured out what caused the seizure. It was reported that no further information is available.

Event description:
It was reported that the patient fell and had a seizure-like episode while using the spinal pak device. The patient has paused treatment. The patient stated her doctor told her to stop using the bone stimulator until they figured out what caused the seizure. It was reported that no further information is available. The spinalpak was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Manufacturer narrative:
Corrections: d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g4: PMA number, h6 product and evaluation codes. Additional information - a patient information this follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.

Event description:
It was reported that the patient fell and had a seizure-like episode while using the spinal pak device. The patient has paused treatment. The patient stated her doctor told her to stop using the bone stimulator until they figured out what caused the seizure. It was reported that no further information is available. The spinalpak was returned for further evaluation.